Event description:
It was reported that an asymptomatic patient presented for a generator change procedure due to normal elective replacement. The right ventricular lead exhibited chronically high threshold values. The lead was attempted to be extracted but the vessel was found to be occluded. The lead was capped and replaced on the opposite side with a whole system pocket revision on (B)(6) 2017. The patient was stable before during and after the procedure.